Event description:
It was reported that the right ventricular lead had t-wave oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was noted as the ventricular short interval count was 7.7 counts avg/day, in 172.96 days, between (B)(6) 2011 15:46:13 and 14:46:42.